Event description:
It was reported that patient was seeing low implant battery icon on patient programmer. The patient indicated that she thought implant was supposed to last 5 years but hers did not last this long. It was indicated that patient device was currently off for thallium test and was at 4.9v. A follow-up report will be sent if additional information becomes available

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3093-28, lot# v699314, implanted: 2011-(B)(6), product type lead. (B)(4).